Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was a power loss in the operating room. The patient side cart (psc) initially powered on with the battery backup but shut down after only 1-2 minutes. Due to the issue, the surgeon decided to convert the case to traditional laparoscopic surgery. The customer could not reconnect the psc to working ac outlets since all working outlets were needed for the ongoing traditional laparoscopic surgery. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to reconnect the psc as soon as possible to working a ac outlet in order to recharge the battery. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that conversion to traditional laparoscopic surgery resulted in increasing the size of an incision port and the placement of additional ports. The case was completed via traditional laparoscopic surgery, and patient tolerated the conversion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported issue was resolved after the customer had converted to the procedure to traditional laparoscopic surgery. The customer later identified the issue with the power cords in the hospital. The customer plugged in the patient side cart (psc) into a working outlet and the system was charging with no issue. The system was working properly and no additional action was required as the issue was resolved.